Event description:
The facility reported to international affiliate a colleague pump with failure code 500:320:625:0000. This problem was identified prior to use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Eval summary: the reported condition of a colleague pump with failure code 500:320:625:0000 was confirmed in the event history during product evaluation. Failure code 500:320:625:0000 was due to a defective pump head module (phm) keypad on channel a. The phm keypad on channel a was replaced to fix the reported condition. The device was tested, and returned to the customer within specification.